Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device change out procedure. Upon interrogation, the right ventricular lead exhibited noise. During procedure, it was noted that the lead had clavicular crush. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.